Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0hmuh, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that ever since implant, a patient¿s symptoms were like before the implant. The patient noticed she was having stimulation on the side of her leg three days prior to the report and her whole leg was stiff. The night prior to the report, she wasn¿t feeling any stimulation at all. The patient synched the programmer with the implantable neurostimulator (ins) and was on program 2 at 1.5 volts. The programmer screen looked like the ins was on, then the patient turned the ins off and the lightning bolt wasn¿t there anymore. The patient then wanted to turn the stimulation back on and said it felt better when it was on. Stimulation was turned back on. The patient had called her doctor¿s office and had an appointment scheduled for (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.